Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the controller stopped working near the end of the procedure. A competitive device was used to complete the procedure, without significant delay. There was no pt complications reported as a result of this event.